Event description:
This unit was damaged during treatment, when the doctor attempted to maneuver the probe around a uterine fibroid. The disposable was broken, and the tip bent, releasing gas from the system. The treatment was terminated.

Manufacturer narrative:
Treatment was terminated, no consequences to pt. Analysis: upon arrival gmc press = 0.1. Upon arrival pcc press = 116. Probe damage result of obvious misuse, probe tip extremely bent.